Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revisionasr resurfacing product - left hipreason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op)

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr resurfacing product - left hip, reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op). Update: form 57/73 received on (B)(6) 2011 and attached, no updates. Update: primary surgery date changed as per update email received (B)(6) 2012. Update- updated original surgery date and revision date taken from claimsuite email dated (B)(6) 2012. Update- added hospital, surgeon taken from claimsuite dated (B)(6) 2013. Cup stayed in situ. Xl products implanted. For 2nd revision see (B)(4). Update (B)(6) 2015: legal letter rec'd, marked com as legal, patient details (name, sex, dob). (B)(4). See com (B)(4) for 2nd revision.